Event description:
Device malfunction: unknown. Symptoms/ae: late access site bleeding. Time of symptoms/ae: after vessel closure. It was reported that a physician trained in the use of the starclose device achieved arteriotomy closure of the femoral artery after an unspecified procedure. Reportedly, approximately 3-4 hours after the procedure while the patient was ambulating, bleeding occurred. It was not known if the bleeding was arterial or from the tissue tract. Manual compression was used to achieve hemostasis. There were no reported patient effects. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.